Manufacturer narrative:
(B)(4): the customer reported a therapy cable failure in testing. There was no report of pt involvement. A philips field service engineer evaluated the device at the customer site, but could not reproduce the reported symptom. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated. As of 8/22/10, there have been no further reports of this symptom and this device from this customer.

Event description:
The customer reported a therapy cable failure in testing. There was no report of pt involvement.